Manufacturer narrative:
Device information updated h4. Device mfg date added h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Brand name: confida brecker curve guidewire; product ID: gwbc30 (lot: unknown); product type: 0193-guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with a previously implanted transcatheter bioprosthetic valve, the valve was fully deployed. Subsequently, the guidewire was advanced while the delivery catheter system (dcs) was quickly and forcefully retracted. This simultaneous movement caused the nosecone of the dcs to move backwards, pulling the inflow of the valve, and causing it to dislodge in the aortic direction. The patient was sent for a surgical procedure where the dislodged valve was explanted, and a surgical valve was implanted. No additional adverse patient effects were reported.